Event description:
Healthcare professional (hcp) reports eight indidents of blood leaks with the psn 210 dialyzer. Three incidents occurred in 2/2001, three incidents occurred in three days later, one incident occurred in 3/2001, and one incident occurred in the next day. All eight incidents occurred at the start of the pts' treatments and were noted with leak alarms. Blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables and completed without further incident. No pt injuries or medical intervention reported per hcp.